Manufacturer narrative:
D4 catalog number and d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
Added: d3. Fluid leak-side arm: the cause of fluid leak cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
E1 initial reporter facility name has been updated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during support with an impella cp, leaking was observed from the purge side arm. It was reported that no visible damage was observed to the device. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. At the time of writing this report, the patient continues to be supported by impella cp.